Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - mdl no. (B)(4). Patient ID: (B)(6) rk rev. 13 dec 2023, (B)(6), rn-the patient has filed a complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. As reported via legal documentation the patient had a right knee replacement on (B)(6) 2011. Approximately 10 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. The patient has suffered the following injuries and complications: right knee: pain, loss of motion, swelling, difficulty ambulating, aseptic component loosening, non-contained defect of the tibial plateau, fibrosis, bony debris, knee instability, collateral low back, right ankle and left knee pain secondary to right knee instability, antalgic gait, aggravation and exacerbation of degenerative osteoarthritis of the left knee, focal hyperemia right knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results.